Event description:
It was reported the entire device system was explanted. The outcome was noted as ongoing with no further action needed.

Event description:
It was initially reported the patient experienced redness at the pump pocket incision site and pain/discomfort at the pump site. The patient stated the pump "hits" her ribs when sitting. The event severity was reported as mild. On (B)(6) 2011, the patient was prescribed oral bactrim ds twice daily, oral vitamin c 2000 mg twice daily, and oral zinc 100 mg twice daily. The pump programming report showed the pump was used to deliver morphine 5 mg/ml, bupivicaine 20 mg/ml, and clonidine 300 mcg/ml. On (B)(6) 2012, the pump was surgically repositioned more medially and inferiorly. The patient outcome was reported as resolved without sequelae, however this is unclear as the date of the outcome was reported as (B)(6) 2012 (prior to the (B)(6) 2012 surgery).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model 8835 lot# (B)(4); catheter model 8709 (B)(4) implanted: 2011-(B)(6) explanted: unk. (B)(4).